Event description:
It was reported that the patient presented remotely via merlin net. Review of transmission revealed that the atrial lead was exhibiting over-sensing noise. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.